Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced at a later date. No further patient complications have been reported as a result of this event.